Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-15479, 1627487-2021-15481, 1627487-2021-15482. It was reported that the patient experienced ineffective stimulation along with numbness in their legs. Reprogramming was attempted, but was unable to restore effective stimulation. As a result, surgical intervention may take place at a later date to address the issue.